Event description:
It was reported that the patient did a trail for testicular pain and was unhappy because the stimulator wires used were old and moved aroound. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).